Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-dec-14 reporting that when the device was not in use for a couple of days they had a difficult time charging the device back on. The patient met with a manufacturer representative for assistance and they were able to get it back to working properly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that that the patient had the por (power on reset) message, indicating that their therapy had stopped due to the por. It was indicated that the patient was calling because they were having a problem turning their ins on. Patient services asked the patient to get the recharger out and check the charge level of the ins the patient confirmed that the ins battery level was over halfway shaded. Patient services had the patient try and turn the ins on using the recharge, but the patient reported seeing the warning por screen. Patient services asked a date for when the patient first noticed this issue. The patient stated it was last week, monday or tuesday. It was reviewed since it was a warning por, the code could not be cleared and they were redirected to follow-up with their healthcare provider (hcp). The event occurred on monday or tuesday of last week ((B)(6) 2018). No further complications were reported/anticipated.